Event description:
The device was returned due to mechanical hardware failure (air compressor). The device was attached to a bracket and powered on, a red pump service alarm was observed after the device was powered on. An infusion could not be run due to the alarm. Log files were reviewed and multiple pneumatic valve 1 actuation failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The device failed during recharge and hardware testing, indicating an air compressor failure. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump problem" no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.